Event description:
It was reported that the customer's insulin pump was cracked and that the customer had been hospitalized for a blood glucose value of 9 mg/dl. The customer stated that the insulin pump was cracked near the battery cap on the case, and that batteries now would not stay in the device. Troubleshooting could not be completed at the time of the phone call. Customer was sent a loaner insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.